Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was being displayed inaccurately. Reportedly, the customer alleged having entered more than the 3 entries that was observed in the pump history. There was no reported impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer entered a bg value and observed it being accurately displayed on the pump history. Although requested, the customer declined to provide information regarding the reported event.